Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.

Manufacturer narrative:
The other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. The rep reported that the patient started the trial on the day of report and, when they went home, they saw an e0n1 error code on the controller. It was indicated that troubleshooting was not possible due to lack of access to the product. On 2017-07-26, it was reported that the patient had the stage 2 trial done. It was noted that the cause of the e0n1 error code was due to the wires being accidentally cut by a friend of the patient. It was noted that the issue was resolved. No patient symptoms or further complications were reported or were expected.